Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s display screen shattered after the user dropped the device on a counter while changing the infusion set; the screen remained functional and the user continued therapy until a replacement was arranged. Symptoms included hyperglycemia with a reported blood glucose of 249 mg/dl lasting about one hour, without ketones, medical intervention, or use of backup therapy. Outcomes included no injury, no loss of consciousness, and no hospitalization. Investigation included collection of event details, device replacement logistics, and data synchronization guidance. Investigation of this device revealed physical damage to the display consistent with accidental impact, with the pump otherwise operational. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage unrelated to device malfunction.